Manufacturer narrative:
Concomitant medical products: product ID: im70531, product type: tissue valve, implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness and pressure with activity. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.